Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Rep reported drill bit shaft broke during surgery for a right total hip replacement. Unipolar to total hip. Surgery completed with another drill bit. No delay.